Event description:
It was reported by the distributer that the coating on three of the sterilization trays was coming off. There were no adverse consequences or pt involvement.

Manufacturer narrative:
The devices were returned and an evaluation is anticipated. This report will be updated when the evaluation is completed.